Manufacturer narrative:
Additional information pertaining to the event has been requested from the initial reporter but has not yet been received. A conclusion for the loosening of the device cannot be determined. The construct was comprised of two additional model numbers (6211-0010 and 6201-0012).

Event description:
On (B)(6)2010, a pt underwent post-operative exploratory spinal surgery to evaluate recurring symptoms that followed original spinal fixation surgery that was performed on (B)(6)2009. Reported commentary from the surgeon indicates that the original implants were found to be "slightly loose". The original implants were removed and replaced with a larger size. Per the initial reporter, there was no device problem.